Event description:
It was reported that a damaged catheters were found before use with bd insyte¿ IV catheters. The following information was provided by the initial reporter, "damaged. Not in a good condition." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot reported was not found in the system.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 9048687 was not found for the catalog number. Device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheters were found before use with bd insyte¿ IV catheters. The following information was provided by the initial reporter, "damaged. Not in a good condition." 2 occurrences were reported.